Event description:
Patient arrived on the unit, status post device closure of asd (atrial septal defect). The patient was responsive on arrival with stable vital signs and was interactive. Within one hour of arrival on the unit, patient had sinus tachycardia after vomiting and returned to baseline. Ten minutes after emesis, patient complained again of persistent nausea, vomiting with red tinge in emesis and complaint of feeling unwell. Sinus tachycardia occurred while vomiting. Fellow was notified - 2 rns were present at the bedside. Patient became unresponsive, eyes rolled back, frothing at the mouth. Code light was activated. Patient became bradycardic to 30, md and rn staff responded to the event. Patient was tonic, pulseless, and apneic. CPR was initiated. Cardiac code was called with fast response by cardiac code team. 2 rounds 1ml 1:100,000 epinephrine were administered resulting in return of heart rate to 70, sinus rhythm with perfusion, chest compression held with bag-mask ventilation. Oral airway was inserted. Transferred to other unit within 6 minutes of event onset.